Manufacturer narrative:
The hill-rom tech found the siderail not latching due to the center arm assembly being damaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the center arm assembly to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the siderail is not latching. The bed was located at the account in 4w. There was no patient/user injury reported. (B)(4).